Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics. Subsequently, the patient underwent a skin revision and the abutment was removed (specific date not reported). The implanted device remains.